Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right ovarian vein using a lantern delivery microcatheter (lantern) and ruby coils. During the procedure, the physician placed a ruby coil into the target location using the lantern. Next, while attempting to advance the lantern over the guidewire to reposition the lantern, the guidewire would not advance through the lantern. Therefore, the physician decided to remove the lantern. Upon removal, the physician noticed that the lantern was kinked and fractured at the mid-shaft. The procedure was completed using a new lantern and ruby coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lantern confirmed a fracture. This type of damage may occur if the device is manipulated against resistance during use. The device may become kinked and may subsequently fracture. Based on the reported event, there was no mention of resistance, therefore the root cause of the fracture could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.